Manufacturer narrative:
(B)(4) the patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Battery testing was performed and failed. A bin file analysis was performed and no errors were found. A probable cause could not be determined. No additional event or patient information is available.